Event description:
It was reported to philips that the system could not bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional analysis, the fse tried to restore system backup and replaced the sbc board, but issue persisted. Upon further analysis, the fse found condensed water on the board and concluded that the back panel of the pc box was defective. To resolve the reported issue, the fse replaced the pc box with back panel. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.